Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 11mg/dl and 120mg/dl. Customer received no treatment. No quality controls were run. No adverse event reported. A request was made for return of the suspect product; product may not get returned if customer cannot find it. A replacement was sent.